Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were implanted 2 days ago and having no change in symptoms. Patient states frequently urinating and what the device was supposed to do was empty the bladder but it was not doing that. Patient was going little bits at a time and going every hour. Patient requesting to speak with manufacturing representative (rep). Agent tried to assist but patient states they need to speak to the rep. Agent emailed rep.